Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire limb leads during ECG 12 lead. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire limb leads during ECG 12 lead.